Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported by the customer that the device is running by itself. This was discovered when the device was being prepped before a case. There was no pt involvement. The case was completed successfully with another device without delay.